Event description:
Customer states it was flashing but didn't say how many times. He was fiddling with the chair and got it working again but couldn¿t also say what he did specifically. Advised customer is issue persists to contact a dealer in the area to assist.